Manufacturer narrative:
Additional information was reported that after the first transcatheter aortic valve dislodged, central regurgitation occurred with the congenital bicuspid valve. Following the attempted implant of the second transcatheter aortic valve, a surgical valve (unknown manufacture) was attempted to be implanted. It was unknown if the surgical valve was implanted. The physician reported that the death was due to the congenital bicuspid valve that had central aortic insufficiency after valve dislodged. Correction: the aware date of the death was (B)(6) 2018. The aware date of the surgical intervention was (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains in the patient; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve in anatomy with a smaller left ventricular outflow tract (lvot) than the calcified annulus, the valve dislodged as the dcs was withdrawn. The physician believed the dislodgement was due to the patient¿s native bicuspid valve. Due to the dislodged valve, moderate central regurgitation was observed and a second 26mm transcatheter bioprosthetic valve was attempted to be placed. The anatomy did not allow the second valve to be implanted as the ascending aorta had a significant bend. The dcs was unable to be advanced and the system was removed. Subsequently, the patient expired the following morning.